Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy, this drainage catheter had fractured but did not detach. The catheter was successfully removed and remained intact. Another drainage catheter was successfully placed for continuation of treatment. Two other catheters were also used in this patient which fractured. The patient's condition is good. The device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. The company's follow up revealed this catheter was being used as a feeding tube in a patient with malabsorption, which is a non indicated use of this device. Company believes this may have contributed to this event and do not attribute it to the device. However, without evaluating the device, company is unable to determine the exact cause for this event.